Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the customer had high blood glucose levels of 460 mg/dl. The customer reported treating with a manual insulin injection. It was reported that the customer was not eating much and curious as to the cause of the high blood glucose levels. The customer declined to complete the troubleshooting. The customer requested a new insulin pump. A new insulin pump would be shipped to the customer. No additional information was provided.